Event description:
It was reported that during a routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety core. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field, the crt-p in this event was retained by the hospital and will not be available for return for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during a routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety core. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.